Event description:
It was initially reported this patient was undergoing endoscopic treatment when the cermaic tip of the injection gold probe came apart during the procedure. The procedure was successfully completed with another device. There were no reported patient compliations. The engineering evaluation determined the tip with the needle guide tube detached. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was detached from the catheter. The tip with the needle guide tube was not received for analysis. The inner and outer diameters of the catheter were found to be within drawing specifications. The evaluation also indicated evidence of adhesive and threading was present. A lot search was performed and there were no other complaints to date for this lot number.